Manufacturer narrative:
It was reported that the product has "something wrong with the motor". The head of the bed does not lower as expected. The customer stated that when attempting to lower the head section, it does not move initially and then suddenly it lowered all at once. Customer reported pendant did not fix the issue. There were no reports of death, serious injury, medical intervention, or follow up care.

Event description:
It was reported that the product has "something wrong with the motor".